Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac arrest; however, it was not reported if an autopsy was performed. The patient was not hospitalized prior to death as the patient passed away at home. Dianeal therapy was ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.